Manufacturer narrative:
The device was not able to be returned for evaluation. However, an image evaluation was performed on the two photos provided by customer. The photos confirmed the customer report of pannus formation. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on the inflow aspect of the valve. Host tissue at the stent circumference was moderate at the inflow and outflow aspects. Suture remained around the sewing ring of the valve. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, it is likely that patient related factors contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm aortic valve was explanted after an implant duration of 6 years, 2 months due to pannus formation on the base of the valve. A new pericardial aortic valve was implanted in replacement. The patient was noted to be doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.